Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test intermittently during the pre-use check. According to our field service engineer, a quote for the replacement of the o2 gas module and control cable was sent to the customer. Our conclusion is that the o2 gas module and control cable are defective, but we have no information on why or how they were defective as the customer has not responded to the quote. No further issues have been reported after the reported event. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).